Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed another one to continue the surgery, could not fire without motor sound on the 1th firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. There were no adverse consequences to the patient. No additional information can be provided.